Event description:
The first section of the anesthesia IV set tubing after the portion that attaches to the patient disconnected and bloody IV fluid spilled onto the exposed foot of the nurse caring for the patient.